Manufacturer narrative:
Wake button malfunction confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning; however, pump still turns on when plugged into a power source. It was also reported that the customer experienced a low blood glucose (bg) level between 47-69 (mg/dl). Reportedly, customer believes they may have miscalculated their carbohydrates when delivering a bolus. Carbohydrates and orange juice were consumed to address bg levels. It was indicated that the current pump and/or injections would be used for diabetes management.